Manufacturer narrative:
Investigation results: visual investigation: the packaging / foreign particle was examined visually and microscopically. One "foreign particle" was found in the provided packaging. The original origin of the foreign particle could not be conclusively clarified. S this is the only case in the last five years with foreign particles in packaging (with products ke405t - ke478t / ke718t - ke830t) this will be assessed as a single case. The packaging processes in the responsible production department are validated. The packages itself will be reviewed by 100 per cent visual inspection within the production process. Nevertheless, it cannot be 100% excluded that in this case the foreign particle entered the sterile packaging during the packaging process. The implant component is sterilised with an electron beam in the sealed sterile package. This means that if a foreign particle inadvertently gets into the still open package, the partikel also sterilised by the electron beam. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of the risk assessment revealed that the overall risk level (severity 4(5) x probability 1(5) of occurrence) according to din en iso 14971 is no longer acceptable. The need to revisit the risk assessment will be requested and further evaluated by the responsible department. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue could be traced back to a manufacturing-related failure. Based upon the investigations results a CAPA was not initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ke455t - targon ph+ nail 10/8x150mm left. According to the complaint description, a red foreign particle was found insde the package of the device. A nurse found a red foreign body in the sterile package before opening the nail implant. Definitely inside the bag. The product was opened as it was and used for surgery with the consent of the doctor. The surgery was completed without any problems. No infection was reported. There was no described patient harm. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).